Event description:
The customer reported being hospitalized for hypoglycemia. The blood glucose reading at the time of the call was 134mg/dl. The customer declined to troubleshoot the device. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.